Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer consulted their healthcare provider who assisted with making settings adjustments to customers pump settings to address bg level.